Manufacturer narrative:
(B)(4). The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed 4 malformed clips due to an anti-backup failure. In addition, the instrument locked out as intended. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl was found to be damaged; this condition caused the anti-backup failure and malformed clips. No conclusion could be reached as to what may have caused this condition. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, unable to clip properly. The clip will misform. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.